Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant inr result for 1 patient from a coaguchek xs meter. The meter serial number was not provided. The result from the meter was 6.7 inr with a fingerstick. The result from the laboratory with a venous sample was 4.8 inr. There was no allegation of an adverse event. The patient's dose was adjusted based on the laboratory result. The patient's health was "fine". The patient's therapeutic target was 2.5 inr. Corresponding retention test strips (lot 304972) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The corresponding retention material complies with the specification. No error messages occurred. The investigation is ongoing.